Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the frame and driver were stripped. The site opened another set and used the other frame and driver. There was no delay to the case. No impact on patient outcome.